Event description:
Procedure: lower anterior resection. According to the reporter: during the procedure, a black cover fell out of the shaft. There was no patient injury. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500 cc or more due to the product problem. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).